Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose greater than 250mg/dl, but less than 500mg/dl, with trace ketones, rapid deep breathing, polydipsia, nausea, shortness of breath, and symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was treated by their healthcare provider in their office. During troubleshooting with customer technical support, it was revealed the pump had no power, with moisture in the battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: pump reboot events were observed on (B)(6)-2018 and (B)(6)-2018 associated with a battery change. No power loss or rebooting was duplicated. The pump black box verified an auto off detected warning on (B)(6)2018 at 11:24am. Deliveries were resumed by the user after the auto off warning on (B)(6)2018 at 22:36pm. The pump continued deliveries until the end of use on (B)(6)-2018. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. Investigation found that the pump was returned with a cracked battery compartment and the bolus button cover was detached. A leak test failed at the compartment crack and bolus button. Further investigation found no evidence of moisture or corrosion in the battery compartment or internally. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.